Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 200-300 mg/dl). Pump supplies were changed, and insulin injections were administered to address bg. Customer alleged pump boluses did not lower bg; however, insulin injections were effective. Pump system check was performed, and pump was found to be functioning as intended. Customer maintained there was pump issue. Customer reverted to using manual injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.